Event description:
It was reported that the patient presented in clinic with a stored alert for capacitor charge time limit reached in (B)(6) 2012. The patient notifier was triggered in (B)(6) 2013 for an extended charge time that coincides with a recorded vt storm episode. Charges following the storm did not exceed the charge time limit. The alert will be cleared and the patient will continue to be monitored.

Manufacturer narrative:
The reported charge time out was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the event was due to excessive hv charging.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device was explanted.